Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review was performed. The device was not returned for evaluation. However, medial records were provided and reviewed. The investigation confirmed failure to expand and was inconclusive for patient device interaction problem. A root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model md800f vena cava filter allegedly experienced failure to expand and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no reported consequences. The female patient was (B)(6) years of age.